Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown, analysis of the recharger c0302645 found evidence of the connector pins in the connector being pushed to the other side of the connector shell. (B)(4).

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the recharger screen was blank and could not be charged. The patient stated the desktop charger status light was illuminated. The patient stated the desktop charger connected backwards, and the arrows did not line up. It was reported the ins was depleted because it could not be charged. The patient did not have the patient programmer and so could not communicate with the ins. Patient was issued a new desktop charger. Additional information received stated that there was poor communication with the ins. The patient had not recharged for over a month. The patient was able to communicate with the patient programmer, and the ins was depleted. The patient was able to start a charge session with good coupling. It was reported the replacement of the charger resolved the issue, and the issue was resolved. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.